Event description:
During evaluation at the philips bench for an unrelated issue, the philips bench technician noted that the device's etco2 door was inoperative. There was no patient involvement.

Manufacturer narrative:
(B)(4).